Event description:
It was reported that during surgical procedure at the user facility the irrigation pump was not working, which can cause the system to overheat. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during surgical procedure at the user facility the irrigation pump was not working, which can cause the system to overheat. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.